Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with wound closure issues and penoscrotal infection. A surgical procedure was performed to remove and replace cylinders and pump. No device issues and no additional patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore, the date 01/01/2025 was used as estimate, as it was reported that the onset date was january, 2025.